Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of a mildly calcified common femoral artery after an endovascular aneurysm repair-insertion of abdominal graft stent procedure. Reportedly, after device deployment and knot delivering, the arterial wall was very fragile and did not hold. The sutures reportedly came out attached to a small piece of arterial tissue. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. It was reported that the prostar xl device was used in a calcified artery. The instructions for use (IFU) which states under special patient populations indicates that the safety and effectiveness of the prostar xl pvs system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. It should be noted that suture may come out of the artery because it did not capture the tissue, or due to anatomical conditions such as frail tissue. However, whether this played a role in this event cannot be confirmed. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information provided there does not appear to be any indications of a product quality deficiency.